Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer reported a blood glucose level of 552 mg/dl, and small ketones. Customer addressed bg by administrating a manual injection. Reportedly, the pump and transmitter regained connection.